Event description:
During a ptca procedure of a totally occluded lesion, the tip of wire fractured while being advanced across the lesion. A balloon catheter was advanced over the wire for retrieval of the tip. Pt status is listed as "okay".